Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that paramedics were recently called to her home in response to a low blood glucose level. Blood glucose level was 42 mg/dl at the time of the incident. Customer reported that she over corrected after eating a meal. Customer stated that the low blood glucose level lasted for about one and a half hours. Customer declined troubleshooting for a low blood glucose level. Blood glucose level at the time of the call was not provided. No further information was provided.